Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the patient was on total parenteral nutrition (tpn), but the tpn tubing was malfunctioning. The b-braun pump was continuously alarming due to a downstream occlusion. The patient's PICC line was flushing properly, and despite changing the IV pumps, there was no improvement in the tpn administration. The tubing was replaced, and there was no issues with the infusion thus far.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.